Event description:
Drivers are a component of the instrument manager system which enable communication with laboratory instruments. This incident has been determined to be a component driver malfunction. When using a laboratory instrument configured with the result date and time as separate fields and it is communicating with instrument manager using the data innovations advanced configurable delimited instrument component driver (B)(4), the driver parses the date and time values (contained in different fields) and discards the time value, resulting in a timestamp of 00:00:00 (midnight). When this happens, this could cause the time of day for a result to be incorrectly displayed in instrument manager based on the specific configuration of the driver. Any site using an instrument with result date and time values as separate fields could cause erroneous but believable result times and delta check rules to be triggered erroneously or not at all. This has been determined to be a malfunction of the data innovations advanced configurable delimited instrument component driver (B)(4) which can be used with instrument manager (B)(4) and higher. The malfunction was detected during the upgrade of the driver at the customer site and there have been no reports of patient harm.